Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller alleges pump under delivers basal insulin. Caller reported patient has had 3 cases of ketoacidosis the past 2-3 weeks, exact date not provided, latest was this morning. Caller stated the parents have set the pump on 120-130% tbr (temporary basal rate) but nothing changed the picture. It has been reported that the customer's blood sugar has been unusually high during this period. Caller reported patient has not been taken to the hospital for the problem, although the parents have consulted with clinic personnel. No adverse event reported. Requested return of the alleged pump for evaluation.